Event description:
It was reported that while setting up for surgery, it was noted that the packaging on 2 blades was damaged. It was also reported that the blades were not used on a pt and the sterile area was not compromised. It was further reported that another blade was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation were not returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. It was visually confirmed from photographs that the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has been implemented to address this issue.